Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range shocking lead impedance measurement of 134 ohms detected via the patient remote monitoring system. Subsequently, a fine baseline noise on rv sense channel that was not sensed was also observed. Boston scientific technical services (ts) discussed troubleshooting options and the field representative will discuss with the physician. Additional information was obtained indicating that the cause was not identified as x-ray result revealed no abnormalities. At this time, the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.